Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery compartment was observed to be cracked and the battery cap threads were stripped. The pump was powered on and the display screen appeared dim and discolored.